Event description:
It was reported that during a complex procedure of the mildly calcified left superficial femoral artery, the absolute pro vascular stent delivery system (sds) was positioned and attempted to be deployed but only unsheathed about 1 cm and would not deploy; although, the thumbwheel clicked and turned. Additionally, the tip was noted to be detached, but was able to be retrieved within the sheath and removed without issue. A different unspecified device was used as treatment of the lesion. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis and the difficulties deploying the stent could not be tested due to the condition of the returned unit and the stent already being deployed. The tip detachment was confirmed. Based on a visual and functional inspection, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.